Event description:
It was reported that during a surgery using the firstpass suture passer the instrument would not properly load the firstpass needle and suture capture. The physician attempted to load three different firstpass needle and suture captures during the procedure. No further info is available at this time.

Manufacturer narrative:
The pt's age and gender have been requested but not received. Reference MFR's report # 2032380-2011-00126, 2032380-2011-00127, 2032380-2011-00128.